Manufacturer narrative:
Concomitant medical products: juvéderm® volift® with lidocaine. (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of vascular occlusion and "extremely swollen and bruised" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with botox® in the forehead, glabella, and "crows". Additionally, patient was injected with juvéderm® voluma® with lidocaine in the cheeks, juvéderm® volift® with lidocaine in the preauricular area, and juvéderm® volbella® with lidocaine in the perioral lines. On the same day the patient had a vascular occlusion where juvéderm® volbella® with lidocaine was injected. Patient was treated with hyalase with lidocaine superficially and to deep planes within the peri oral region. Patient responded well to the hyalase. On the next day, the patient presented to the facility ¿extremely swollen and bruised¿. The area is granulating well with complimentary led therapies. The symptoms have not resolved.